Event description:
It was reported that the patient had an inappropriate shock after the implant of a biventricular assist device. Therapy was then programmed off by the clinic to wait for system optimization. A system follow-up found noise, and the smart pass feature had been programmed off due to decreased intrinsic amplitudes. Technical services advised some testing and programming options. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.